Manufacturer narrative:
H3. As there was no device allegation, analysis was not performed due to non-analyzable medical issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the erosion was undetermined.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient noticed that their implantable pulse generator was eroding through her skin and went to the ER. She was transferred to a larger facility with a deep brain stimulation (dbs) surgeon - he explanted the entire system. The healthcare provider noted that he also observed skin erosion over her extensions. He noted the battery did not erode through the incision scar but over the body of the battery and mentioned that she might need to be tested for allergy to components of the system.

Manufacturer narrative:
Continuation of d10: product ID b32000 lot# 082m34421 serial# implanted: (B)(6)2022 explanted: (B)(6)2023 product type accessory product ID b3300542 lot# serial# (B)(6)implanted: (B)(6)2022 explanted: (B)(6)2023 product type lead product ID b3300542m lot# serial# (B)(6) implanted: (B)(6)2022 explanted: (B)(6)2023 product type lead product ID b3400095m lot# serial# (B)(6) implanted: (B)(6)2022 explanted: (B)(6)2023 product type extension product ID b3400095 lot# serial# (B)(6) implanted: (B)(6)2022 explanted: (B)(6)2023 product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: b32000, serial/lot #: (B)(6), ubd: 10-dec-2023, UDI#: (B)(4) ; product ID: b3300542, serial/lot #: (B)(6), ubd: 28-jul-2024, UDI#: (B)(4) ; product ID: b3300542m, serial/lot #: (B)(6), ubd: 19-aug-2024, UDI#: (B)(4) ; product ID: b3400095m, serial/lot #: (B)(6), ubd: 22-oct-2023, UDI#: (B)(4) ; product ID: b3400095, serial/lot #: (B)(6), ubd: 05-nov-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.